Event description:
It was reported that the pump had been alarming for 2 weeks. Telemetry had not been performed. However, it was believed that the alarm was due to a dead battery and the pump needed to be replaced. The patient just had a pump refill and, at that time, was told that the battery was low. The pump was ¿really not working right¿. The patient experienced pain. The patient began experiencing pain in her spine on (B)(6) 2013. She couldn¿t take oral medication because she had a stomach ulcer, a herniated esophagus and acid reflux. The patient was given oxycontin. The patient started ¿hurting really bad¿, so she took it, but it hurt her stomach. When the pump worked normally, it didn¿t hurt her. The patient did have a little breakthrough pain, but she could ¿live with that¿. The device system was used to deliver morphine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).